Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt of the atrial lead, the helix wouldn¿t deploy properly and there was poor attachment to the tissue. The lead measurements showed high thresholds, high impedance, and the lead dislodged immediately from the atrium. The physician decided that the lead be removed and replaced; therefore, the physician slit the lead insulation to hold the guide wire and maintain access. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut and had blood ingression. Visual summary analysis of the lead indicated damage at implant.